Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a cystoscopy, resection left u/o, left laparoscopic nephroureterectomy and node dissection procedure, the sterile packaging was compromised of this one unit. The product has been separated from the other lot for return. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m93h4c. The analysis results found that the harh23 device was returned inside its package. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; the blister was found to be broken at one of the corners of the package and the tyvek was noted to be wrinkled. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.